Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited decreased pacing impedance measurements of 397 ohms. The r wave measurements had also decreased. Threshold measurements were stable. A x-ray was performed which showed that the lead had pulled back. A surgical revision was performed and the lead was successfully repositioned. The patient will continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.